Manufacturer narrative:
Analysis of the pump on 2017-dec-22 revealed a non-significant anomaly regarding pump motor o-ring wear. Regarding analysis, the pump tested within specification for dispense accuracy during both the 300 ul/day test and the 24,000 ul/day test. As per the pump¿s log, gablofen with concentration 1,000.0 mcg/ml was being administered via a flex dose rate of 259.8 mcg/day as of 2017-oct-30. The previously applied conclusion code is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturers representative (rep). The patient was receiving gablofen (concentration 1000 mcg/ml, dose 260 mcg/day) via an implantable pump. The event date was (B)(6) 2017. Underinfusion was reported and surgical intervention occurred, there were no applicable factors that may have led or contributed to the issue, there was no applicable diagnostics/troubleshooting done. The pump was explanted on this report date and replaced, the rep had the explanted pump and would return it to the manufacturer. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿ no further complications were reported